Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his health care provider made a change to his basal rate recently and woke up with a low blood glucose of 46 mg/dl as a result. The customer treated with juice. The customer was then walked through the process of changing his basal rate back to his old rate. Troubleshooting for the hypoglycemia was declined. No products were replaced or returned.